Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the manufacturer's representative reported that the patient's stimulation was turning off by itself. The issue had occurred 3 times in the last week with the dates the stimulation stopped reported as (B)(6) 2016. No error codes were seen. It was reported by the patient that when they felt the stimulation turn on/off they did not realize that the therapy had turned off because they were programmed with high density (hd) and left the stimulation on all the time. The patient did not feel the stimulation when the stimulation was on because of the hd programming. The stimulation turned itself off when it should be on and the patient had a return of their pain. They only noticed it was off because they had a return of their pain. The stimulation turning on/off was not related to positional movement. It was noted that during the issue, the patient did confirm the implantable neurostimulator (ins) status correctly using the patient programmer (when they checked with the programmer the ins was turned off). The ins battery status was 75% when checked with the clinician programmer. Recharging statistics (3 sessions on (B)(6) 2016 and 3 sessions on (B)(6) 2016) from on (B)(6) 2016 showed the patient started charging at 3.695v (~10% full) and stopped 3.750v (~50% full), but on (B)(6) 2016 charged 3.860v-4.0v (100% full). The patient charged to 100% and 3-4 times they only charged to 50%. It was determined that at this time, it could not be confirmed that the patient lost stimulation due to a low ins battery. A recharge calculation was performed base on the patient's settings today: 7. 6volts, 500pw, 150hz (used estimate of 1000 ohms for group impedance). A recharged interval was calculated as follows: beginning of life (bol): 2.80 days, end-of-life (eol): 2.27 days. It was noted that the patient was programmed to a higher rate. The stimulation was set at 8.0 volts when the patient came in today. The patient was reprogrammed to a lower rate settings and voltage. Additional information reported that the most recent occurrence of the issue was on (B)(6) 2016. The patient noticed a return of pain symptoms and when they checked the ins using the programmer, it was turned off. There were no error codes seen. It was reported that the stimulation was off but the ins battery showed that it was charged. The issue was reported as occurring intermittently. Using the clinician programmer, the patient's active parameters/setting were ++ -- 7.3v, 150us, and 500 hz. Therapy impedances results were 535 ohms. The estimated recharge interval was 1.64 days. Evaluation of the interrogation file showed that the patient did not lose therapy because the ins battery became depleted at any point between (B)(6) 2016. The information also showed that the patient made a few on/off activations with the programmer/recharge on (B)(6) 2016 and stimulation was left on. Then the next on/off activations were as follows: (B)(6) 2016 8:04 am stim turned off; (B)(6) 2016 2:08 pm stim therapy turned on; (B)(6) 2016 2:16 pm stim therapy turned off; (B)(6) 2016 2:16 pm stim therapy turned on. The patient claimed that they noticed the stimulation was off sometime in the afternoon on (B)(6) 2016 and turned it on which corresponds to what interrogation file showed. However, stimulation was turned off by the patient on (B)(6) 2016 and remained off until the patient turned it on again on (B)(6) 2016. Further information received on july 21, 2016 the patient stated that the stimulation had not turned off. The patient was switched to conventional stimulation and it was reported they were doing better regarding the ins battery issue and their pain relief. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.